Manufacturer narrative:
A ge rep evaluated the system and replaced the batteries. The system operates as intended.

Event description:
The customer reported the batteries were leaking. No pt or staff injury was reported.